Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('1 separated piece next to your coil and a whole other small piece higher up') and device dislocation ('small piece has migrated up there close to hip') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the device breakage and device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: 1 separated piece next to your coil and a whole other small piece higher up,small piece has migrated up there close to hip. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('1 separated piece next to your coil and a whole other small piece higher up') and device dislocation ('small piece has migrated up there close to hip') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the device breakage and device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: 1 separated piece next to your coil and a whole other small piece higher up,small piece has migrated up there close to hip. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.